Manufacturer narrative:
H10: : through follow-up communication under previous complaint from the same customer, livanova learned that the device was cleaned regularly as per the instructions for use and that it was placed outside the operating theater during use. Moreover, the h2o2 was checked every day and when the device was not used, it was stored full of water. In this case, h2o2 is checked daily. No reusable heating blankets were used by the hospital and the 3t aerosol collection set was replaced after the allowed use period. In addition, a disposable pall-aquasafe water filter with an 0.2 ¿m membrane for tap water or equivalent performance filter is used and prior to initial operation and prior to storing the heater-cooler surfaces and water circuits are disinfected and device surfaces also after every operation. Despite no evident or systematic deviation from device instruction for use could be identified in this specific case, however, the source of contamination cannot be established and it is most likely related to location where device is used/stored.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in cotignola, italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.